Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with ddd (degenerative disk disease) and underwent lumbar fusion surgery at l4-s2 levels. Post-operatively, the device was explanted as the plug was loose and it was unable to hold the rod in place. No patient complications were reported. Also, a routine post op x-ray showed the plug no longer in screw head. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the screw has been damaged. Microscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. Off centered witness marks are present on the bottom of the set screw. The set screw may have been threaded and seated on the rod at an angle which would also cause the thread damage. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. Unable to determine root cause of the screw backing out. If information is provided in the future, a supplemental report will be issued.